Event description:
Would not fully deflect 90 degrees. It was a catheter malfunction. The catheter would not deflect to 90 degree as it is supposed to. A new catheter was used and functioned well. The procedure completed smoothly, and no injury to the patient.